Manufacturer narrative:
Device received with broken belt clip rails. Test reservoir lock properly inside the reservoir tube. Device passed displacement test. Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery alarm noted in the long trace or pump history. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. The customer did not receive low battery alert prior to replace battery alert. The ridge on the pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.